Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023. When the patient woke, she had an unspecified low reading and ate. The same day, the patient was not feeling well but did not check her cgm for her readings. The patient reported that the sensor failed and patient did not hear any alert. The sugar was high, but the patient did not receive any readings because of signal loss. The patient called her parent for help. The bg by the parent was 600 mg/dl. She was driven to the hospital where the senor was removed. The hyperglycemia was treated with insulin, saline, and potassium. Of note, she was diagnosed with bacterial pneumonia and treated with oxygen. The patient was discharged (B)(6) 2023. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.